Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the battery cable clip assembly was faulty. The battery cable clip did not hold tight enough to assure a quality connection. Since the event occurred during routine testing, there was no pt involvement during this event.